Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. The noise was reproducible via provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.